Manufacturer narrative:
A philips technical consultant (tc) worked with the customer to resolve the issue. The tc found that the patient monitor had spo2 alarms turned off. The audit log did not go back far enough to determine how or why the spo2 alarms were turned off. There was no malfunction of the philips device. The customers spo2 alarms were not alarming due to the customers alarm configurations. The customer was informed of these findings and the case was subsequently closed.

Event description:
The customer reported that spo2 alarms were not alarming on there central station. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.